Event description:
Dr. Said the locking mechanism failed, thus causing fluid to leak from base of portal reservoir at point of attachment. He claimed there waas also a shearing or leak in the catheter.